Event description:
It was reported that the right ventricular lead exhibited high pacing thresholds. The lead was explanted and replaced successfully. The patient was reported to be doing fine after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.